Manufacturer narrative:
The device generated technical fault "tf 5507". A mixer valve malfunction triggers this alarm. Tf 5507 indicates that air or oxygen inlet valve cannot close properly. Mixer valves were replaced. Software test was performed successfully.

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507.

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507.

Manufacturer narrative:
The device generated technical fault "tf 5507". A mixer valve malfunction triggers this alarm. Tf 5507 indicates that air or oxygen inlet valve cannot close properly. Mixer valves were replaced. Software test was performed successfully. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.